Manufacturer narrative:
The incident has been reported to the MFR on (B)(4) 2011. Results of analysis will be developed in a f/u report.

Event description:
The shunt was fine on implantation. The pt complained of headache when standing post-operation. They tried to adjust the valve, without result. The doctor would like to know the reason of the event.